Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in its "home" position, most likely attributed to unintended user error. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable error message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to its "home" position to address the fault. The autopulse platform then successfully completed a 15-minute functional test with the large resuscitation testing fixture (lrtf), simulating a 250-pound patient. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during routine device checks, the autopulse platform (sn 24581) displayed user advisory 45 (not at "home" position after power-on/restart). The customer tried rotating the driveshaft to its "home" position and testing the platform with multiple lifebands, but the ua45 advisory message persisted. No patient involvement.